Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-17229. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: breach of sterile barrier seal: unable to observer since the thermoform is open. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the packages has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed and the event of compromised sterility is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Per evaluation performed in this investigation this case is not confirmed as high impact complaint, and no further actions are required at this time. During the trend review of all breach of sterile barrier seal complaints for gel breast implant for the period indicated, was noted one outlier. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the breach of sterile barrier seal event, so, no additional actions are deemed required at this time. The issue with breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: g4, h6 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted

Event description:
Healthcare professional reported "breast sizer was opened and st noticed that the package was not completely sealed and therefore not sterile". The device was not implanted.